Event description:
Dr (B)(6) while using the phaco handpiece removing cataract noted whiteness around incision site and realized it was a possible burn to the incision site on the peripheral cornea he stopped using the handpiece. He resumed removing the cataract with an I/a handpiece with success and placed the lens in the eye. Then sealed the wound with stitches and resure opthalmic sealant.